Event description:
On (B)(6) 2009, this patient underwent endovascular treatment with three gore tag thoracic endoprosthesis to treat a thoraco-abdominal aortic aneurysm measuring 65mm in diameter. Bypass surgery with vascular grafts was performed to maintain blood flow to the superior mesenteric artery (sma) and the celiac artery (ca) as coverage with the tag devices extended to the region of the sma. On (B)(6) 2010, the patient presented with a ruptured aneurysm and was administered cardiopulmonary resuscitation (CPR). The patient expired.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak, reoperation, death. Additionally, the IFU states: "intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or endoleak. An increase in aneurysm size and / or persistent endoleak may lead to aneurysm rupture."